Manufacturer narrative:
Results: the pet lock on the proximal end of the penumbra smart coil (smart coil) pusher assembly was intact. The embolization coil was intact with the pusher assembly. The embolization coil had offset coil windings on the proximal end. A bulb of glue was observed on the distal end of the smart coil. The outer diameters (ods) of the embolization coil proximal and distal ends were measured and found to be within specification. Conclusions: evaluation of the returned device revealed a bulb of glue on the distal end of the smart coil. The od of the embolization coil at the bulb of glue was measured and found to be within specification. Further evaluation revealed that the smart coil met resistance when it was attempted to be advanced through a demonstration microcatheter. It is likely that the bulb of glue observed on the distal tip of the embolization coil contributed to the resistance experienced during the procedure as well as during evaluation. Further evaluation revealed that the embolization coil had offset coil windings. If the smart coil is forcefully advanced against resistance, this type of damage may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, while attempting to advance a smart coil into another manufacturer¿s microcatheter, the physician noticed that the smart coil was unable to advance in the rotating hemostasis valve (rhv). After several failed attempts, the smart coil was removed. The procedure was completed using a new smart coil, the same rhv and microcatheter. It should be noted that the physician used continuous flush throughout the procedure. There was no adverse effect to the patient.